Event description:
A distributor from france reported that the battery in the customer's pump was not charging and the usb port was faulty, preventing the pump from starting. Due to the lack of information, the impact on the customer's blood glucose level was not reported. The customer was scheduled to receive a replacement pump, with the defective device expected to be returned for further inspection.